Manufacturer narrative:
Concomitant medical products: needle and wire. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that an 8fr multipurpose drain was placed in a patient for abdominal abscess drainage and the drain cracked at the junction of the hub and where the tube begins. The patient never left the table before the tube began to leak and the physician used another of the same device to complete the procedure. No harm to the patient and no additional procedures or intervention was required due to this occurrence.